Event description:
It was reported that embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro closure device and delivery system (wds) were selected for use. The wds was positioned, position, anchor, size and seal (pass) criteria was met, and the 27mm closure device was released. Immediately after release, it was observed via transesophageal echocardiography (tee) that the closure device embolized into the left ventricle (lv). There was no injury to any valves noted. The closure device was retrieved using non-boston scientific (bsc) grasping devices. The patient remained stable and there was no patient complications reported. The physician did not want to reattempt the implant at this time. The patient was discharged home the same day.

Manufacturer narrative:
Media was reviewed by a member of the bsc global medical safety organization. The media review report concluded: 1 transesophageal echocardiography (tee) still image and 4 video loops were submitted for review. The assessment of the device position is limited to 1 tee 4 panel image with measurement yielding a device compression of 15% (the measurement seems slightly underestimated as it does not go from outer edge to outer edge). The device is not yet released in these images. The apposition in regard to the laa walls, as well as the space distal to the device and presence of leaks cannot be assessed. 2d images are provided in 2 views only and from the one 3d shot it is not clear whether there is presence of a shoulder. With the limited media provided, it is not possible to determine whether position, anchor, size and seal (pass) criteria were met but it seems that the compression was at the lower range. The remaining echo video loops show that the device has embolized to the lv, sitting right under the mitral valve.

Event description:
It was reported that embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro closure device and delivery system (wds) were selected for use. The wds was positioned, position, anchor, size and seal (pass) criteria was met, and the 27mm closure device was released. Immediately after release, it was observed via transesophageal echocardiography (tee) that the closure device embolized into the left ventricle (lv). There was no injury to any valves noted. The closure device was retrieved using non-boston scientific (bsc) grasping devices. The patient remained stable and there was no patient complications reported. The physician did not want to reattempt the implant at this time. The patient was discharged home the same day.